Manufacturer narrative:
Sc-2316-50e (sn: (B)(4)). Device evaluation indicated that the complaint of lead damage during the lead pull has been confirmed. Visual inspection revealed that electrodes 1 - 4 are completed separated from the distal array and all four contacts were not returned. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables didnt break at or near the welds. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array. Additionally, the lead body was cleanly cut approximately 9 cm from the distal end of the lead, the proximal end was not returned. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that a part of the lead was sheared and ripped off inside the patients body. All contacts were removed from the patients body. The patient underwent a lead pull procedure.

Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that a part of the lead was sheared and ripped off inside the patients body. All contacts were removed from the patients body. The patient underwent a lead pull procedure.